Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment and missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to missing segments/partial display. Also noted moisture damage on the motor assembly.

Event description:
The customer reported via phone call that their device has a crack that starts where the clip connects to the bottom of the device. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 130 mg/dl. Customer was advice disconnect from device and to refer to their health care provider¿s instructions no further details or information available. The device will be returned for analysis.